Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The device tested within specifications for sealing. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hemicolectomy, the device would not seal well. When the device was activated, sealing was slow and eventually a sealing end tone was heard. No alarms occurred, and another bipolar device as well as sutures were used on the vessels to complete sealing and continue the procedure. No patient injury occurred.